Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first report of two reports regarding the same pt. This report concerns the bold screw. It was reported " the thing is that for two year ago a bold was put in a pt for arthrodesis. This was done with help of a k-wire. But by some reasons the wire tip was last in the bold screw so they leave it. And today the pt has a rheumatoid problematic (sic) and the rheumatoid doctor want to know what quality the wires is made of. Can this be the effective or something? Numerous attempts have been made to obtain additional info.